Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non-osseointegration of two dental implants 1.5 months after their installation in intraoral region #4 and 13. The 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii.